Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient stated that he inserted a new sensor in his abdomen in the late morning on (B)(6) 2019 and did the normal calibration. His glucose levels had then been above 150 mg/dl all day (not specified if this meant blood glucose (bg) or continuous glucose monitor) cgm values). He was heading out to a friend¿s for dinner at about 4:30 pm. He calibrated before leaving and his bg then was 155 mg/dl. He knew he would be eating so he went ahead and took his lantus long acting insulin dose which he usually takes around 6:30 pm. Approximately 30 minutes later in the car, his wife heard the receiver alert. He was beginning to feel sweaty and clammy and stated that he is usually hypo-unaware unless he goes below 50 mg/dl. His wife got him into the friend¿s house, sat him down and checked the cgm which was reading 40 mg/dl. Neither of them had heard any alert for his 70 mg/dl low threshold or for an urgent low. They were unable to check a fingerstick then as his equipment was at home. The patient ate 2 lozenges, peanut butter and jelly on bread, and orange juice to bring his glucose level up, however it was not working fast enough so his wife called 911. The paramedics arrived, checked a bg level which was 26 mg/dl, and gave him glucose. At the time of the report the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.